Event description:
Patient complained of pain and swelling of feet on in 2006, post bunionectomies. Sores were forming on feet and external hardware was removed nine days later (right) and five days previously (left). Patient had 6-8 weeks of antibiotics. Symptoms returned and additional IV antiobiotics given. Pins were removed in 2007. Bone biopsy done to rule out osteomyelitis (bone infection). MRI revealed pins had migrated. Pin from right foot removed in the same month, pin from left food had migrated again and was removed seven days later. Per doctor's note patient remained in IV antibiotics and developed deep vein thrombosis requiring hospitlization and treatment. This device is used for treatment.

Manufacturer narrative:
The lot number involved was not provided, therefore, device history could not be reviewed and manufacturing date could not be determined. From the information provided, an infection was ruled out from this event. Product dfu warns of the possibility of allergic-like reactions to the implant material. Patient sensitivity to the materials must be considered prior to implantation. A definitive conclusion could not be determined for this event.